Event description:
It was reported that leak was observed in a single day infusor during filling with unknown medication. There is no report of patient involvement. No additional information is available. This is report 15 of 20.

Manufacturer narrative:
(B)(4). The lot 13j061 was manufactured september 25, 2013 - september 30, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.